Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The patient presented with an st elevated mi. The lesion being treated was located in the proximal right coronary artery (rca), pla (posterior lateral artery) branch. A guide catheter was introduced over a guide wire and the guide wire was advanced to the mid rca. A 2.00mm x 9mm maverick monorail balloon catheter was advanced to the proximal portion of the target lesion. The balloon and the guide wire were removed. The guide wire was reshaped and reinserted. The balloon catheter was advanced to the proximal portion of the target lesion. The guide wire was advanced to the distal portion of the lesion. All equipment was removed. Another guide catheter was introduced over another guide wire and advanced to the target lesion. A balloon catheter was inserted and advanced to the proximal portion of the target lesion. Another guide wire was inserted for backup support. A balloon catheter was advanced to the proximal portion of the pla lesion and inflated 10 times to 6 to 12 atms for 15 to 40 seconds. The balloon catheter was removed and a 3.0mm x 9mm maverick monorail balloon catheter was advanced over the wire to the mid rca. The balloon was inflated 8 times to 10 to 14 atms for 20 to 25 seconds. The 3.00 mm x 9mm maverick monorail balloon catheter was removed and the 2.00mm x 9mm maverick monorail balloon catheter was reinserted. The balloon was inflated to 12 atms for 20 seconds and removed. The liberte' monorail stent delivery system was advanced to the ostial rca. While attempting to deploy the stent, the stent dislodged from the delivery system and remained in the ostium of the rca. The entire system including the stent delivery system guide wires and guide catheter were removed. A guide catheter was introduced over a guide wire and advanced to the distal portion of the lesion. A 4.00mm x 16mm liberte' monorail was advanced to the target lesion in the ostial rca. The 4.00mm x 16mm liberte' monorail stent was used to secure the dislodged stent to the vessel wall. The procedure was not completed due to this event and the vessel still does not have "good flow". Patient status was reported as "fine." Ic nitroglycerin and cardene were given during the interventional procedure.

Manufacturer narrative:
The complainant indicated that the stent was implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.